Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? Answer: no, this event occurred after surgery, as explained before, when disassembling har17f device from the handpiece. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned without shrouds and the blade was attached to an hpblue. The hpblue was removed to analyze the har17f. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. Due to the condition of the returned device, we were unable to read the eeprom data. The device was disassembled to verify the condition of the internal components and no anomalies were noted. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after using a harmonic, when disassembling it from the handpiece, it got stuck and they were unable to unscrew the shears from the handpiece.